Event description:
It was reported that the patient was unable to adjust stimulation. The patient received a ¿call your doctor¿ icon followed by a power on reset (por) condition. The por was seen two days prior to the report. The patient had a revision surgery two weeks prior to the report date. The patient was redirected to contact the healthcare provider (hcp) about clearing the por. Please refer to mfg. Report # 3004209178-2014-08514 for information pertaining to the events leading up to the pocket revision.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08ezs, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information received reported that the cause of the event was the repositioning of the battery on (B)(6) 2014. The battery was rotated and the leads were not repositioned. It was noted that the issue was resolved and programs were added back into the device. The intervention needed was that the device was reprogrammed and the patient outcome was that the patient was satisfied.